Event description:
It was reported that a flogard infusion alarmed f-49. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection, functional testing and a review of the alarm log was performed. Alarm f49 was observed when the device was turned on. This alarm indicated that the settings need to be reconfigured. The configuration was reset to fix the reported condition. The pump passed all testing and was returned to the customer in working order.